Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. The device remains implanted.

Manufacturer narrative:
Corrected data: g.3. Aware date from supplemental medwatch 2 should have been listed as 09jun2023.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis results: visual analysis of the photographs identified: ¿ rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ in the photo only observed the patch of the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare reported additional event of "accompanied by fluid collection and shell tract of the left breast." Device has been explanted and replaced.it has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.